Manufacturer narrative:
Date sent to FDA: 9/1/2020. A review of the manufacturing records was performed and indicates that there were no quality concerns associated with the manufacturing process.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2014 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2018 during which the surgeon noted quite a bit of omentum adherent to the previous repair. The mesh may have migrated or shrunk. There seemed to be mesh somewhat herniated into the hernia defect itself. It was reported that the patient experienced severe pain, nausea, diarrhea, chills, inflammation, and loss of appetite. No additional information is provided.